Manufacturer narrative:
Initial.

Event description:
It was reported that the ilet system experienced insulin loss due to a leaking cartridge, as the user stated the cartridge leaked all insulin and no drops were observed during priming with a reported blood glucose value of 202 mg/dl; a supply change and troubleshooting were completed, and no alerts or alarms occurred. No adverse clinical symptoms associated with the risk of inadequate insulin delivery reported. Outcomes included user education and restoration of therapy through guided supply replacement without emergency care or hospitalization. Investigation included remote troubleshooting, review of handling steps, and verification of lot information for the infusion set. Investigation of this case revealed an undetermined cause of leakage with no confirmed device malfunction, and the affected component was the cartridge with possible contribution from the infusion set connection. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive due to insufficient evidence of a device defect and possible use-related factors.